Event description:
A report was received that a patient was receiving "unbearably" strong stimulation. Upon follow-up, the physician recommended the patient undergo a lead revision. During the lead revision procedure, the physician explanted the old paddle lead and implanted the patient with new paddle lead. It was determined that the explanted paddle lead had contacts that were out. The patient is reportedly doing well following the procedure.